Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided.

Event description:
It was reported that the patient was in diabetic ketoacidosis (dka) receiving a dka protocol infusion of dka fluids and insulin when the trifuse tubing set leaked at the junction of the 3 arms.